Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with an inappropriate shock from oversensing. The right ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.